Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling lethargic. The implantable pulse generator (ipg) inappropriately mode switched and paced inappropriately. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.